Manufacturer narrative:
Rod 1 and rod 2 were received for evaluation. A separation was noted on rod 1. The surfaces appear to be rough and irregular, indicating stress was exerted. Rod 2 was bent in four directions into approximately a 45-degree angle. The rod did hold the angle. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicate that sufficient stress was exerted on rod 1. With use over time the coil core inside the device will fatigue, which will result in the separation noted with this device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced due to the two parts of the device being broken.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to the two parts of the device being broken.